Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited an alert for a device reset having occurred and that diagnostics may be unavailable. The device was reportedly normal, and the last recorded reset in the device was on 7/11/2020. No further action was taken. The patient was stable and would be monitored.